Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 5:56 p.m., the customer obtained blood glucose readings of 13 mg/dl and 159 mg/dl on a contour meter. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer stated that she used all the test strips from the affected lot, therefore, the test strips are not expected to be returned. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer only returned the suspected contour meter. An in-house testing was performed using the returned meter with in-house contour test strips from lot # 7lj3d01u, which gave satisfactory performance.